Manufacturer narrative:
This event was previously reported on MDR 2017865-2014-14839 under the correct serial number (B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. The lead is out of service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.